Event description:
(B)(4). After having my baby my health was in great condition. However, on (B)(6) 2015 I went to see my obgyn for implantation of device. Upon inserting into left side I felt an uncomfortable pinch followed by a sharp pain they noted there would be discomfort. At home my health immediately took a turn for the worst. I began having night sweats so bad that I would wake up wet and would not be able to lay back down in my bed due to the amount of sweat while I was trying to sleep. I was having horrific pain so bad that moving was very difficult. I could not even walk around my home without holding on to the walls and furniture for support. My body was very weak and I continued to experience these symptoms along with tremors and chills and a really bad cough, like my asthma was being triggered by something. My implanting ob transferred me to a doctor on the opposite side of the clinic and I had not seen him at all since. This horrible pain and discomfort continued and after reporting the issues to my new o.b she tried pain medication. It did not work and after continuing to return reporting the issues she finally recommended hysterectomy for removal. I was not able to get the operation at that time. Since then I have had a ruptured cyst, mild stroke classified as tia, hair loss, fatigue, joint, back problems, tissue chunks passing, 3 week cycles, weight gain of (B)(6) lbs monthly (fluctuating) extremely painful cycles, and am currently facing the second evaluation by a new ob for a hysterectomy to remove these horrible devices due to the severity of the damages.